Manufacturer narrative:
(B)(4). A2 age range 65-69. D10: unknown - unknown persona femoral component- unknown. Unknown - unknown persona articular surface- unknown. Unknown - unknown canary stem - unknown. . The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left total knee arthroplasty on an unknown date. Subsequently, the patient developed a periprosthetic joint infection on an unknown date. Attempts have been made and no further information has been provided.